Manufacturer narrative:
It was reported that the patient experienced a severe skin irritation caused by the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025 that the electrode - patch - universal 2 channel caused the patient a severe skin irritation. Patient experienced burning sensation, red, scabby and itchiness requiring medical attention and resulted by being treated with a written prescription. Alternative were offered. The patient took a break in service (bis) and followed proper skin regimen. Patient has no history of skin sensitivities/allergies. No additional information received.